Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 19-oct-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (5 mg/ml at 3.19 mg/day) via an implanted pump. It was reported that the patient had not been getting pain relief since implant. In the office, the physician was not able to aspirate the side port. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. On (B)(6) 2024, the patient was taken to surgery to assess the catheter. The hcp started in the pump pocket and found that the catheter was all twisted and clumped together. The hcp untangled the catheter and then aspirated easily, so no new catheter was added. The existing catheter remained implanted and in use. The I ssue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.